Event description:
Info received indicates the valve was explanted due to structural dysfunction related to cuspal tear. At retrieval, a hole was noted in one valve leaflet. The device was replaced with no additional consequence reported for the pt.